Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric stump resection after duodenum resection in a laparoscopy-assisted distal gastrectomy procedure, the reload was unable to fire. Another reload was used but same issue happened. The staples at the proximal side on both two returned reload were found to be slightly advanced. A new handle, adapter, shell and reload was used to complete the case. There was no patient injury.